Manufacturer narrative:
The hospital is doing maintenance on their own behalf and responsibility - no device log file, no service report or eventually replaced parts were made available to the manufacturer. The provided error codes indicate that an overcurrent has been detected at the ventilator motor. It can however not be determined if this really led to a stop in ventilation or what the technical root cause for the overcurrent was. In any case, manual ventilation remains possible and monitoring functions will still be available. The workstation is more than 12 years old. It would be imaginable that some wear-and-tear parts have reached the end of their life time. It will be recommended to the user facility to perform a complete inspection and preventive maintenance routine with the device and replace parts if necessary.

Event description:
Refer to initial MFR. Report #9611500-2017-00396.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by a customer that during a case there was a ventilator failure. There was no injury to the patient.